Event description:
Boston scientific received information that at the explant of this device for normal battery depletion the ring set screw in the atrial port for this pacemaker would not retract or advance. Attempts were made with the green, orange, and conventional wrenches in the wrench kit without success. However, when the physician pulled on the right ventricular lead, the lead pulled out of header. It was concluded that the setscrew may never have fully extended at the initial implant. There were no allegations towards the device or lead while implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was returned and underwent detailed analysis. Visual inspection revealed normal seal plugs, both atrial capture washers were distended . This was most likely due to the set screws being backed out too far. The a-ring set screw was stuck in the up position. This was successfully freed and all other set screws moved freely. Both atrium capture washers are bent. This is likely due to setscrews being backed out to far or the incorrect use or broken wrench. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The allegations were confirmed through analysis and the device met specification electronically.